Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. A return materials authorizations has been provided to the customer but the device hasn't been received at this time by vyaire. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
It was reported to vyaire that vela ventilator alarmed transducer fault, low expiratory volume, low positive inspiratory pressure and circuit disconnect while connected to a patient. The patient was immediately removed from the ventilator and placed on a back up device. The customer confirmed there was no patient harm associated with the reported issues. The customer determined the most likely cause of the reported event is the exhalation pressure transducer which cannot be calibrated.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was bale to verify the customer's reported issue. Transducer pt801 is failing calibration. Transducer pt800 and pt802 have been tampered with and replaced.